Event description:
Revision surgery at about 2 years and 5 months after primary due to knee instability. The surgeon revised the 10mm liner and implanted a thicker one.

Manufacturer narrative:
Batch review performed on (B)(6) 2022: lot 1903253: 175 items manufactured and released on (B)(6) 2019. Expiration date: (B)(6) 2024. No anomalies found related to the problem. To date, 171 items of the same lot have been sold with another similar reported event. Clinical evaluation performed by medical affairs director: 2.5 years after primary cemented tka, instability is developed and a thicker insert is implanted in place of the original one. Secondary instability is a possible unfavourable evolution of tka, generally due to secondary ligament laxity. This revision should not be ascribed to a faulty device.